Event description:
The user facility reported that during a pta at the brachial vein procedure, the wire was noticed that the tip of the actual sample had been fractured. Follow up communication with the user facility reported: (1) the sheath was inserted into the median antebrachial vein; (2) the sample was passed through a stenosis existing in the bifurcation area of the median antebrachial vein to the cephalic vein of forearm; (3) the stenosis was dilated by a hyuga balloon catheter; (4) the balloon was withdrawn to the outside of the body and angiography was conducted; (5) during angiography, the generation of a fracture of the wire was not noted; (6) an attempted to insert the guide wire was made but the wire could not pass over the bifurcation area due to the acute angle of the bifurcation; (7) the wire was pulled out; (8) the tip of the actual sample was found to have been fractured; and (9) the procedure was completely successfully.

Manufacturer narrative:
The actual sample has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer was missing at the distal end exposing the core wire approx. 7 mm in length. Magnifying inspection of the fracture cross-section of the urethane layer found that the urethane layer had been diminished toward the fracture. Electron microscopic inspection of the fracture cross-section of the urethane layer found creases generated on the surface. Inspection of the fracture cross-section of the urethane layer revealed a trace that implied that the urethane layer had been pinched with an object. The lubricity of the surface was evaluated by tactile feel on the undamaged segment. No catch was perceived. The outside diameter was measured along the total length and confirmed to meet the specifications, being comparable to that of a current product sample. The total length of the urethane layer on the actual sample measured approximately 1491 mm. That of the current product sample measured approx. 1500mm. The actual sample seems to be missing the urethane layer approximately 9 mm in length. The urethane layer was peeled off the core wire intentionally for checking the adhesion level of the urethane layer to the core wire. There was no lifting or gap between the core wire and the urethane layer. No anomaly was observed. The outside diameter of the core wire was confirmed to be within the manufacturing specifications. A review of the device history records and shipping inspections records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined base on the available information, it is likely that the actual sample was subjected to external forces, including a pulling force and a pinching force, resulting in the partial fracture and separation of the urethane layer. The potential for such an event is addressed in the instructions-for-use with statements such as: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).